Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that the a1059 mayfield modified skull clamp just came back from repair and to lock the device was still a problem. The issue was detected during surgery on an unspecified date. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation and was found to have the locking mechanism having some movement. This device exceeded its expected life of 7 years. The fault description from the customer will be confirmed. Root cause is unknown, however device was manufactured in 2011 and with no prior service events indicated, the mostly likely reason is wear and tear.